Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the patient was trying to recharge their implanted neurostimulator but the recharger was not turning on. The patient stated that when they put the recharger on the dock, the green battery lights on the recharger would flash/scroll rapidly but when they took it off the dock, it wouldn't turn on. Patient services had the patient check the power supply and the patient confirmed that the power source was always coming from the dock and that there was a green light on the back of the dock where the cord went into the dock. Patient confirmed they were using the appropriate thick white charging cable. Patient service reviewed with the patient that it was important to always keep the recharging device on the docking station when not in use and the patient admitted they didn't know that and that they would typically keep the recharger device in the case and just got it out to charge it before they went to charge their ins. Patient services walked the patient through placing the recharger down on the dock and holding the power button down for 10 seconds and removing the recharger from the dock and attempting to power the recharger on but that did not resolve the issue. Patient services then had the patient take the recharger off the dock and attempt a recharger reset but the troubleshooting steps that were taken on the call did not resolve the issue. An email was sent to the repair department to replace the device.